Manufacturer narrative:
This report is being submitted to relay additional information. It was reported that the event was a loss of integration event. The event no longer meets the reportability requirements. No further medwatch reports will be submitted for this event.

Event description:
Doctor reports that patient feedback uncomfortable after 4 months. Site swollen and implant losing integration.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of event is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports peri implantitis and implant bopt4310 was removed.